Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified mid left anterior descending artery (lad). A 3.00x24mm promus element plus drug-eluting stent was advanced for treatment. However, it was found that the stent struts were lifted due to severe calcification in lad. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluation by MFR: promus element plus,mr,ous 3.00x24mm stent delivery system was returned for analysis. A visual examination of the stent found damage. Stent struts from proximal end of stent lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified mid left anterior descending artery (lad). A 3.00x24mm promus element plus drug-eluting stent was advanced for treatment. However, it was found that the stent struts were lifted due to severe calcification in lad. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.